Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms had occurred. Customer's blood glucose (bg) levels ranged from 190 (mg/dl) to 243 (mg/dl). During troubleshooting with tandem technical support, the malfunction alarm was cleared. A bolus was delivered to address the high bg level. Reportedly, the customer continued using the pump for insulin therapy.